Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) did not power up using a fully charged autopulse li-ion battery" was not confirmed during the functional testing. No device malfunction was observed during the testing with a known good test battery, and the autopulse platform functioned as intended. The li-ion battery (sn 36195) used during the reported event was not returned for investigation. The battery was manufactured in march 2017. The battery has exceeded its service life of 3 years, and its five years old. Per the autopulse power system user guide, the autopulse li-ion battery does not operate after five years from its date of manufacture. Once an autopulse li-ion battery has reached the end of its service life, the user should discontinue using the autopulse li-ion battery. Dispose of it properly. Upon visual inspection, no physical damage was observed. The autopulse platform passed the functional test without error or fault, and the archive data indicated no significant discrepancies. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance, which is unrelated to the reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2017 and is five years old. Following service, the autopulse platform passed all the final tests without fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) did not power up using a fully charged autopulse li-ion battery (sn (B)(4). The customer stated that the battery was fully charged before using it with the autopulse platform. The status leds of the battery showed four solid green lights, and the status led of the mcc showed a green (ready) light, indicating that the battery was fully charged. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery sn (B)(4).